Event description:
It was reported that a boston scientific advantage fit system was implanted. According to the complainant, the patient experienced an unknown injury. According to the physician, the patient has not been seen since the procedure, however, the patient has been to another doctor reporting multiple urinary tract infections. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.